Event description:
It was reported that externalized conductors were seen under fluoroscopy. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicates that the lead was not explanted back in 2011, but explanted at a later date for an unrelated reason without complications.

Event description:
New information received clarifies that only the pace/sense portion of the lead was explanted back in 2009.